Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the reload was clamped down on the distal stomach and spontaneously opened when the surgeon attempted to press the green button to engage first firing. New reload was used to complete the case. There was no injury caused to the patient and no medical intervention was required.